Event description:
It was discovered that this pacemaker was unable to be interrogated during a routine follow up. No magnet response was found and in the ECG track the patient heart rate was at 56 bpm, while the last report shows that the lower rate was set to 65 bpm. The patient was hospitalized for an urgent replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was placed on programmer and it was confirmed that the device did not have telemetry. An additional programmer was used to attempt device interrogation but was unable to. The device case was removed to facilitate inspection of the internal components and further testing. The battery was noted to be slightly swollen; it was removed from the device and replaced with an external power source. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the memory errors identified in the laboratory setting, the slightly swollen battery, and the clinically-observed reversion to safety mode operation.

Event description:
It was discovered that this pacemaker was unable to be interrogated during a routine follow up. No magnet response was found and in the ECG track the patient heart rate was at 56 bpm, while the last report shows that the lower rate was set to 65 bpm. The patient was hospitalized for an urgent replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.